Manufacturer narrative:
(B)(4).

Event description:
It was reported there was inappropriate ams episodes. There was far-r wave oversensing. The patient was asymptomatic. Programming changes were recommended.